Event description:
Additional information was received from the patient. They clarified the statement, "didn't know if it was a lead fracture or a seroma or anything" as there was inappropriate therapy. No lead fracture identified. The pain was similar to sciatic nerve pain and treated with a indocaine patch. The cause of the hot poker sensation was not known. They believed the lead was inserted, so that it impacted the sciatic nerve at l5-l6 in addition to sacral nerve. Appointment with manufacturer representative with hcp on 2024-jul-17. New program, 25% effective, lidoderm patches for sciatic pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the device was driving them crazy. They had had it for about 4 weeks and it had not worked at all for their fecal incontinence. They finally decided to turn it off because the pocket area was constantly stinging them, like a hot poker in the pocket. Even with it off, in certain positions it would still do that. They did not know if this was a lead fracture or a seroma or anything and they can't get anyone to do anything about it. The issue started shortly after they had the implant. Patient denied any falls but stated they were going to church the sunday after implant and they were getting out of the car and they bumped that area pretty hard on the car door. The patient was supposed to have an appointment today with their managing physician but due to a misunderstanding they missed the appointment. Patient was told by clinic staff that the doctor will be gone until august now on vacation so the patient did not know what they should do and felt that they couldn't live like this until august. Patient services suggested patient contact their implanting physician to see if they could assist in anyway while their physician was away. Patient said they already saw their implanting physician a few days ago and were told all they do is the procedure and directed patient to follow up with managing physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.